Event description:
It was reported that alternate current (ac) was not working and power supple was defective. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: b5: additional information was received by smiths medical/ICU on 20 june 2022 via email and attached to complaint object, the issue did not occur during infusion and there was no patient injury. The contact details were updated on 30-jun-2022 on the complaint cover page.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal and had a broken right plunger, also a crack on top case and bottom case. The customer stated problem was not duplicated. Unable to power up pump and no ac (alternating current)led was found when plugged in with ac power. Replaced defective power supply. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.